Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to site to test the equipment. Representative reported that a standalone board was changed due to fans red wire broken. Replaced fuses as they were found open. An x-ray relay was changed as it found to have an open. A system checkout was performed after replacing parts and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspects parts has not been received by manufacturer for evaluation. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that during a spinal fusion procedure, imaging system would not boot past initializing and the generator scroll bar would not fully load. Rebooting the system did not resolve the issue. The issue was discovered after making an incision. The site was setting up to perform a pre-operative computed tomography (CT) scan the procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the surgeon opted to complete the procedure without the use of the navigation system.

Manufacturer narrative:
The standalone relay for the imaging system was returned to the manufacturer for evaluation. Testing found that the fans were not operating due to a damaged wire. It was found that an open occurred between two outputs on the board as well.